Event description:
Per the clinic, the patient experienced pain and a possible magnet dislodgement following an MRI (tesla unknown). The patient's head was wrapped as an approved indication in (B)(4). Surgery to replace the magnet has been completed on (B)(6) 2017.